Event description:
A coronary stent with delivery stent was successfully advanced to the target lesion site in the pt's right coronary artery. Upon initial inflation attempt, the delivery balloon leaving the stent partially expandeded at the target lesion site. The sds was withdrawn from the pt without complication. Another balloon catheter was used to fully expand the stent. There were no clinical sequelae reported relative to the event.